Event description:
In (B)(6) 2015, the patient underwent ifuse si joint arthrodesis where two implants were placed. The surgical side is unknown. The surgeon determined that one implant was possibly loose. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the loose implant and replaced it a different position. The condition of the patient following the revision surgery is not yet known.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening. Part numbers, lot numbers, manufacturing dates (if available) and expiration dates: ifuse implant, (B)(6), lot# i0916, manufactured 03/22/14, expires 2019-01 ifuse implant, (B)(6), lot# i0906, manufactured 05/19/14, expires 2019-02